Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The reported device, cadd-legacy duodopa infusion.

Event description:
It was reported that the tubing closest to the pump had become disconnected, and the tubing to leak inside the pouch and onto the pump, which resulted in an alarm displaying error code ¿1814.¿ the patient reported noticing chemo on the back of the pump. The event occurred while the device was in use. There was no patient harm.